Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had damage consistent with application over an obstruction and the device was found to be partially fired. It was reported that the device initially fires, but failed to complete the firing cycle, the device was difficult to unload, and the jaws of the device remain closed on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Firing over suture can increase firing forces, making firing the reload very difficult. The evaluation detected an unreported condition: the device had damaged laminates. One knife laminate was slightly splayed, with a scratch on the channel adapter. While the knife laminate did not remain bent when disassembled, the adapter scratch and splayed laminated indicate that the laminate was in the bent condition during firing. The bent laminate caused increased retraction force and interfered with the lock leg functionality. The laminate returned to the correct position once disassembled and no longer caused issues with retraction or interlock functionality. The most likely cause was determined to be manufacturing related. Bent knife laminates can occur from improper component orientation. The bent knife laminates push the interlock legs down causing the interlock to fail. This issue can also occur when the device is applied on over-indicated tissue. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product/s: egiaushort, egiaushort endogia ultra univ sht stap lot #:p2m0203 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic thoracoscopic right upper lobectomy, on the second firing on the right upper lobe artery (pa), when the firing was started while pulling the pa with silk suture, the firing stopped in the middle of one stroke squeeze. Even after the black return knob was pulled, it could not be moved, and because the jaws could not be opened, the cartridge could no longer be removed from the tissue. The cartridge could not be removed from the handle. Because of this, both sides of the cartridge that became stuck were ligated with silk suture, and the middle was cut with scissors. Because the cartridge could be removed, it was then replaced with a new product, and the procedure was completed without any problem.